Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that episode review was requested for this pacemaker due to oversensed noise with greater than 2 seconds of pacing inhibition on the right ventricular (rv) lead and a flat electrogram (egm) on the right atrial (ra) lead. It was noted that intrinsic rv conduction was observed and the rv noise appeared to be attributed to external electromagnetic interference (emi). The atrial channel was a flat line, that was potentially indicative of atrial loss of capture (loc). Ts recommended finding out whether the patient had a procedure at the time of the episode and evaluating the ra lead. This pacemaker system remains in service. No adverse patient effects were reported.